Event description:
A 29 week-old neonate was born at (B)(6). The neonate was intubated and the endotracheal tube (ett) was secured with a neo-fit neonatal endotracheal tube grip supplied by (B)(4). The patient required transfer to (B)(6) for a higher level of care. (B)(6) provided this transport via flight. Within one hour of the neonate's arrival, the decision was made to extubate. Two respiratory therapists were present and removed the tape and set up bubble c-pap. The (B)(6) rn observed bubbles on the infant's lips and suctioned outside the mouth. After suctioning, the rn observed the piece of metal (which looked like a staple) on her left index finger. She observed a tiny amount of blood and noted this is not unusual to be seen in an infant that has been intubated. Further oral inspection found some minor oral injury believed to be caused by the staple from the ett neo-fit ett grip holder. Investigation revealed the piece of metal that matches the metal pieces that are part of the neo-fit device (looks like a staple). The rn who discovered this provided a picture. The company has been notified. The lot number of the product is unknown. To ensure patient safety, all product was removed from our shelves. The company was notified. There were multiple different lot numbers found. FDA safety report ID# (B)(4).